Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing on bronchus tissue during a lobectomy case open procedure, the handle broke off and the stapler was not able to fire. The device locked on tissue and they had to use a retracting knob to remove the instrument. They had to use another gun in order to complete the case. There was no patient injury.